Event description:
Device not having power. Pt indicated that she experiened elevated blood glucose (413 mg/dl). Pt indicated that she attempted to replaced the batteries, but the device still did not have power. Pt indicated that she switched to her backup device, admin a bolus, and her blood glucose level came down. Pt did not report requiring med assitance to address this issue.